Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged upon release. Angiography indicated a moderate central regurgitation and moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted 6 mm higher than the first valve. Angiography and an echocardiogram indicated mild to moderate central regurgitation. The patient tolerated the procedure well and no other treatment was prescribed. No adverse patient effects were reported.